Event description:
It was reported that the device became stuck on the cystic duct on the third firing. The surgeon manipulated the device and got it off the duct without damaging the duct. They used another like device to complete the case with no pt consequence. The device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.